Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is no longer able to hear with her device. In the past, the pt experienced noise with her implant system. Testing confirmed that the device has malfunctioned.